Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a sales representative reported via email that an arthrex lag screw experienced an issue during insertion. While advancing the lag screw into the nail, resistance was encountered, followed by binding and seizing of the lag screw. Neck angles were verified and confirmed to match between the nail and the targeting jig. Multiple troubleshooting steps were attempted. The nail and lag screw were subsequently replaced, after which the procedure was completed successfully. The event occurred during use on 15-apr-2026. No patient harm was reported. Additional information was received on 24-apr-2026: during a trochanteric intramedullary nailing procedure, an ar-9094-100 telescoping lag screw (10.5 mm × 100 mm) was advanced into an ar-9094es-10-3025l es trochanteric nail, left (10 mm × 30 cm × 125°). During mid-advancement, resistance was encountered as soon as the lag screw threads began to pass through the nail, and the lag screw would not advance further. After removal, abrasion was observed on the lag screw at the junction where the threads end. A slight deformation was noted on the medial aspect of the nail at the lag screw exit site. No pieces of the instrument or implant were reported to have broken. The procedure was delayed by approximately one hour while the surgical team evaluated whether the issue was related to instrumentation or the implant. An additional approximately one hour of anesthesia was administered to the patient. The procedure was completed using a replacement ar-9094-100l telescoping lag screw (lot #15433897) and a replacement ar-9094es-10-3325l es trochanteric nail.